Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate tachy shock while the patient was exercising, due to double counting signals of a sinus rhythm. High shock impedance of 125 ohms was noticed, likely related to either encapsulation and/or adipose tissue. Technical services recommended to perform x-rays to discard any dislocations of the s-ICD and/or the implantable electrode and evaluate other vector configurations. Reportedly, the vector configuration was changed from secondary to primary and the patient will continue to be monitored. X-rays were not performed. Noise signals were also constantly seen on the s-ICD system. Eventually, the s-ICD system was explanted and replaced with a transvenous system. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.